Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterectomy (est) procedure.according to the complainant, during the procedure, when attempting to activate the device there was no electric current. The device was replaced with a different device and the procedure was completed.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, when attempting to activate the device there was no electric current. The device was replaced with a different device and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and the cutwire inside the extrusion was slightly bent close to the proximal end near the handle. The exposed cutting wire was intact at the distal end of the device. Functional evaluation initially found that when the handle was actuated, the device would not bow past 90 degrees because the working length of the device tensed/coiled. When the extrusion was straightened, the cut wire did bow according to specifications. The returned device functioned as intended with respect to electric functioning (connectivity/resistivity). Based on the product analysis, the device met the required specifications and functioned as intended; therefore the most probable root cause for the event cannot be confirmed. The twisted working length and bent cut wire inside extrusion likely occurred due to procedural factors and affected bowing functionality. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. Result - no failure detected; the alleged failure could not be duplicated, however, the working length was found to be twisted and the cut wire was bent near the handle.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.